Event description:
High resistance/impedance; lead fractured at header

Event description:
High resistacne/impedance; lead fractured at header. ICD tested out of specifications during MFR's. Analysis.